Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulations. If any further information becomes available a supplemental report will be submitted. Cmr surgical ltd, does not consider this report and content to be an admission that itsproduct is defective or that it has caused a death or serious injury

Event description:
The reporter alleged that during a surgical procedure on (B)(6) 2026, it appeared that when letting go of the electrosurgery button the electrosurgery continued. Due to the issue the surgeon decided to convert to a laparoscopic procedure. According to the surgical team there was no significant delay in the procedure, the conversion went smoothly with no alleged harm to the patient. At the time of this report, no further information has been provided. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.